Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result with another rapid antigen test. Customer communicated they had a confirmed covid infection in mid july. The quidel qv result is positive while the other rapid antigen test is negative. No other confirmation testing has recently been performed.